Event description:
During mapping with the owikstar cathter and the noga xp3d mapping system, the patient developed chest pains and pericardial effusion. The pericardial effusion was evacuated later on the same day.